Event description:
Customer reported having hard drive problems. System will not bring images up. System is slow to react. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced hard drive and verified proper operation system put back into service.